Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2013, the patient was prescribed a 14 day course of augmentin, twice daily (dosage not reported). In (B)(6) (exact date not reported) the patient underwent debridement of the site. The implanted device remains.

Manufacturer narrative:
Per the surgeon, the patient underwent a second procedure on (B)(6) 2013 for debridement of the site. During the same procedure the abutment was exchanged. The implanted device remains. This report is filed december 30, 2013. Implanted device remains.